Manufacturer narrative:
According to technician statement, it was determined water entered the air gas module from the air compressor connected to the ventilator. The air gas module regulates the inspiratory gas flow and gas mixture. Unfortunately, neither the device's logs nor the claimed part were available for further analyze. The root cause to the reported issue has not been determined.

Event description:
It was reported that the ventilator failed pre-use check. Moreover, air gas module was contaminated with water. There was no patient harm. Manufacturer's ref. #: (B)(4).